Event description:
An alarm was reported by the customer, followed by another alarm indicating an occlusion event earlier in the day. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by changing the infusion set and cartridge, resuming insulin, and requested a replacement infusion set and cartridge. Although experiencing recurring occlusion issues, the caller declined additional assistance, leading technical support to close the case after sending replacements.